Event description:
It was reported on october 1st, 2025, that the gantry on a selenia dimensions mammography system shakes when the c-arm rotates. No reported patient or user injury. Hologic field services engineers (fse) were dispatched to examine the device and found mechanical jerking of the c-arm during travel. The fse's further determined that six screws within the vta assembly had degraded and loosened over time. The dispatched fse's determined that a replacement of the vta assembly was needed. The vta was replaced, and the reported issue has resolved. No further information is currently available.